Event description:
The customer reported to olympus that there was no ultrasound image from the subject device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, although a conclusive root cause could not be determined, the following are the probable causes. Ultrasound image was lost due to ultrasound probe breakage. Ultrasound image was lost due to the ultrasound cable disconnection. Ultrasound image was lost due to the failure of the pc board. Olympus will continue to monitor field performance for this device. In addition, the up/down knob could not be locked securely due to deterioration of the friction plate, angulation in the up direction did not meet the standard value due to wear of the angle wire, the adhesive on the bending section cover was worn, the connecting tube was wrinkled due to the resin being cracked due to chemical stress applied during reprocessing, and the number of missing elements exceeded the standard value due to damage on the ultrasonic cable. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Manufacturer narrative:
This report is being supplemented to provide information in h10 that was inadvertently excluded from the initial report. The subject device was sent to olympus for evaluation. Inspection and testing reproduced the report of no ultrasound image from the device. The device's instruction manual provides sentences similar to the following, which may help to reduce/prevent the issue: inspection of the endoscopic system. Warnings and cautions or precautions. Storage of the ultrasonic cable.